Event description:
The lay user / patient contacted lfs alleging black marks on the one touch ping meter. The patient was unable/unwilling to verify whether they exhibited any symptoms or sought any medical attention. The patient also denied if there was any meter trauma. The meter was not a new product (out of box). The meter was replaced. The complaint is being reported due to the alleged issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.